Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue; less than expected battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/16/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data showed evidence of short battery life with a drastic voltage drop leading to a replace battery alarm on (B)(4) 2015. During testing, the pump was able to successfully perform the ez prime steps. The pump¿s current draws were found to be above specifications. The short battery life complaint was duplicated during testing. The pump cover was removed and a single component failure was found. The component was replaced and the pump¿s current draws returned to normal.